Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that reproducible noise was observed on the patients atrial lead. The lead was explanted and replaced.